Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst opening the insert, the scrub nurse noticed a hole about 1cm long in the inner packaging of the implant. The box and cellophane showed no signs of damage. I have attached photos of the 2 inner packaging. Surgical delay of 5 minutes occurred. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All available photograph evidence was reviewed and found the package had a cut. It can be determined that device sterility was compromised due to the damage identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : product code 158104010, lot number d21061369 was manufactured on 21-jun-2021. 44 pcs parts were manufactured per specification and all raw material met specification. No non-conformances / manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device(product code: 158104010/lot number: d21061369), and no non-conformances / manufacturing irregularities were identified.